Event description:
It was reported that the patient could not adjust his stimulation. Follow-up with the physician revealed that the patient had an infection of his device. The infection resolved. Further details are being requested at this time.